Event description:
The customer reported the needle was protruding from the side of the sheath. The tip of the sheath was bent, therefore, the needle was protruding and damaged the endoscope. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. When received, the insertion tube was buckled at a point approximately ten millimeters from the tip and the sheath at the tip of the insertion tube was scraped. When the appearance of the needle was checked, it was found to be buckled at a point approximately ten millimeters from the tip and the tip of the needle was bent. When insertion and removal of the needle was checked, it was found that the needle was buckled and there was some resistance, but the needle did not protrude from the side of the sheath. There were no other abnormalities that could lead to the events which were pointed out. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is believed that the needle appeared to protrude from the side of the sheath under ultrasound images because the needle buckled. It is likely the buckling of the needle occurred because the tip of the sheath was pressed against the tissues of the trachea, bronchi, esophagus, and surrounding organs without completely retracting the needle. It is likely the tip of the needle was bent because the tip of the sheath was strongly pressed against the tissue while the needle was buckled, and the tip of the needle was pushed out while the tip of the sheath was bent. As for the scraping of the sheath, protruding the sheath with the endoscope at a severe angle (maximum up state) causes the internal parts (metal pipe) of the endoscope to come into contact with the sheath, increasing frictional resistance resulting in the sheath being scraped. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: "do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument." "Do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.